Event description:
It was reported that particulate matter was found inside of a large volume infusor. The exact location of particles, and whether they were in the fluid pathway, is unknown. This was identified prior to patient use. There was no patient involvement. No additional information is available. This is report 3 of 4.

Manufacturer narrative:
(B)(4). The lot was manufactured from may 19, 2014 to may 20, 2014. The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.